Event description:
It was reported that during service conducted at the manufacturer a broken piece of a router was found inside the footed attachment. This event did not occur during a surgical procedure; no patient involvement or adverse consequences were reported.

Manufacturer narrative:
H3: device problem already known, no evaluation necessary. H6: the quality investigation is complete.

Event description:
No new information.